Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated with sugar and her blood glucose is now 89 mg/dl. The customer stated that she also had problems with her sensors and weak signal alarms. The customer declined to troubleshoot for low readings on the pump.